Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the scope displayed error message 104. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure, lg-bundle of the video cable section and fiber bonding in the outer tube area is broken and low light transmission was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lg-bundle of the video cable section is broken resulting in low light transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.